Event description:
It was reported the patient started having seizures in (B)(6) 2013 and wanted to know if they might be device related. It was stated the patient had an eeg and it was noted that the seizures were not thought to be of the epileptic nature. It was noted the patient was taking medication and stopped taking them and the seizures continued. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).

Event description:
When contacted for follow up information, the healthcare professional reported that they had not seen the patient since (B)(6) 2010 and that the patient status was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).